Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on july 13, 2020 stated the following - reporter alleges: on or about (B)(6) 2019 the customer began using a 670g insulin pump. While using the insulin pump, the customer experienced occasions when the insulin pump keypad became unresponsive. On at least one occasion such as (B)(6) 2019, the customer received a large over delivery of insulin from the insulin pump, which constituted the entire remaining insulin within the reservoir. This over delivery was a contributing factor to the customer's passing. The customer did not receive any field action notices about unresponsive keypads or broken retainer rings that could lead to hypo and hyperglycemia. No further information was available.